Manufacturer narrative:
This report is for twelve (12) unknown screws. Complainant part is not expected to be returned for manufacturer review/investigation. This report is for twelve (12) unknown screws. 510(k) number is unknown. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that patient was implanted with two (2) forefoot/midfoot variable angle (va) locking calcaneal plating (lcp) system plates and twelve (12) locking screws in the left foot on unknown date in (B)(6) 2015. Although healed, patient reported pain at the implant site. Patient was returned to surgery on (B)(6) 2016 where surgeon removed all hardware. Patient was healed, no additional hardware was implanted. Surgery was completed successfully with no delay and no harm to patient. This report is for twelve (12) unknown screws. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.